Manufacturer narrative:
(B)(4). Results of onsite field service visit: a vyaire field service representative (fsr) evaluated the device onsite and replaced the front panel and tested the device. The problem was resolved. After replacing the front panel and testing the device the field service rep confirmed it passed all testing and met all vyaire manufacturer specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the touch screen on the vela ventilator has a distorted screen intermittently on start-up. The customer stated there was no patient involvement.